Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery failed testing and will not hold a charge. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips distributor and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that device battery module reproved on test and is not holding charge. Based on the results of the analysis, the product malfunction was unable to be confirmed. The distributor/engineer did not respond to gfe (good faith effort) requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.